Event description:
It was reported that a pump was programmed to deliver 2g/100ml of magnesium sulfate at a rate of 100ml/hr. The customer stated that after 15ml had infused, the infusion was stopped because the pump was noisy and making clicking noises. The customer restarted the infusion, and 1 hr later, it was observed that 85ml of medication remained in the IV container. The customer stated that the pump was replaced and the infusion continued w/o any further problems. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventive maintenance procedure with the unit passing. The device also passed add'l flow rate tests. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. The device also passed add'l upstream occlusion and downstream occlusion tests. The pump was tested at various rates for 48 hrs and no clicking noises or other anomalies were found. A review of the history log on the last day that the pump was used shows 3 magnesium sulfate infusions. The first 2 infusion segments were delivered to completion; however, the 3rd infusion segment was discontinued after approx 1 hr.